Event description:
It was reported the customer's transmitter was not working. The customer requested a replacement transmitter. Customer also reported no delivery alarms on their infusion set. The customer stated at least one infusion set out of their box would not work. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.